Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed self-test. Unit was received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic stack. Upon peeling off keypad overlay, cracked u1 keypad leads #4, 5, and 6 were noted. Additionally, moisture damage was found on keypad flex connector gold traces. Isolate to electronic assembly. The following cosmetic damages were noted: scratched case and pillowing keypad overlay. In conclusion customer concerns with stuck button alarm were not confirmed when no keypad anomalies were noted during testing. However, upon peeling off keypad overlay and performing microscopic investigation, cracked u1 keypad leads 4, 5, and 6 were noted. Additionally, moisture damage was found on electronic assembly. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin pump buttons were puffy and hard to press. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed, and the customer reported that the pump was not exposed to a change in altitude. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1880l was requested and customer response was the device will be returned.